Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The customer has not requested getinge to evaluate the iabp. However, the company representative to whom this event was relayed, immediately informed everyone in the in-service training class that incidents like this need to be communicated to the biomedical engineer and/or getinge for a full report to be captured. A supplemental report will be submitted, if further information is made available to us.

Event description:
During in-service training conducted by a company representative to cvor personnel on proper insertion technique of sensation plus intra-aortic balloon (iab) and also cardiosave intra-aortic balloon (iabp) hands-on training, the customer reported the followingto the company representative: during cardiosave intra-aortic balloon pump (iabp) therapy, the patient was in holding area to be transferred to sicu, and the touch-screen would not respond and then the screen blacked-out. The customer turned the iabp off and then restarted the pump, and the iabp functioned properly with no incident. The iabp was not replaced or reported to the biomedical engineer, and the patient was fine with pump therapy after open-heart surgery. No adverse event was reported.